Event description:
Additional information received notes that the patient was seen for follow up. Isometric testing was performed and did not reproduce any noise. No changes or intervention was performed.

Event description:
It was reported, that a patient presented with oversensing noise on the implantable cardioverter defibrillator (ICD). Resulting in pacing inhibition. No changes or intervention was reported. There were no patient consequences.